Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was "high" per continuous glucose monitor readings with high ketones and was addressed with a manual correction injection. Reportedly, customer changed out all supplies to resolve the issue.